Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a vibratory alert. Upon interrogation the implantable cardioverter-defibrillator exhibited backup vvi operation. A device download was performed successfully. The patient was stable and will be monitored normally.